Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 200-476 mg/dl. Insulin was delivered via the pump and extra units of novolog were delivered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.